Event description:
It was reported that the patient discontinued ilet use shortly after initiation due to perceived overdelivery of insulin and distrust of the system, with the patient describing missed evening meal announcements that led to hyperglycemia followed by device-driven correction and subsequent hypoglycemia. Symptoms included hypoglycemia with a reported nadir of 50 mg/dl and associated functional impairment requiring assistance to obtain fast-acting carbohydrates. Outcomes included transient hypoglycemia requiring oral glucose treatment provided by another person, without medical intervention or hospitalization. Investigation included a review of device use and user technique with coaching offered on meal announcements and adaptive dosing principles. Investigation of this case revealed user error related to missed meal announcements and deviation from recommended use during the learning phase. It was concluded that the device performed as designed and that the event was attributable to use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.